Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.